Event description:
It was reported that at an unknown time for an unknown procedure, "we are waiting on more information." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported. It is unknown if one device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received: the magazines did not form stitches on patient side, only on the resection side. The patient ended up with a rectum amputation. Lot number l92z9r the instrument was discarded after the operation. What type of procedure was the device used in? Low anterior resection. What was the procedure date? (B)(6) 2015. How was the procedure completed? With rectum amputation and closed with sutures. Were there any patient consequences? Rectum amputation. Will the device be returned? No, unfortunately was the device discarded. Three devices with same lot number will be returned. The device involved (1ea) has been discarded. Three unused samples will be returned.

Manufacturer narrative:
(B)(4). Additional information: batch # l5589r. The analysis results showed that the cs40g device was received sterile and in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.